Event description:
Pt went to administer IV gentamicin for treatment of endocarditis and drug started to leak out of the distal tubing connection to the in-line disc filter. The glue seemed to be not totally sealing. The pt may have skipped or received incomplete doses due to failure of leaky tubing. No dose skipped or missed.